Event description:
The pt procedure was an embolization of right acom aneurysm. While using the introducer catheter, the first coil detached without incident. The 2nd coil became loose from wire prior to planned detachment, coil partially in aneurysm and partially in guiding catheter outside of aneurysm. Coil retrieved, packaging info saved and MFR notified. Co rep picked up coil and packaging info on 2/20/96.device labeled for single use. Patient medical status prior to event: fair condition. There was multiple patient involvement. Number of patients involved: 2.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.